Manufacturer narrative:
The customer reported complaint for the thermogard displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review and the initial functional testing. The probable root cause was determined to be a defective lm-34 temperature sensor due to normal wear and tear. The thermogard console is a reusable device and was manufactured in 2011 and it is more than 9 years old, well beyond its expected serviceable life of 5 years. Upon visual inspection, noticed pump lid was cracked, unrelated to the reported complaint. The root cause of the observed physical damage was appeared to be the characteristic of harsh impact, attributed to user mishandling. The pump lid was replaced to remedy the issue. Also, the air trap board was observed contaminated with saline spillage, most likely attributed to user mishandling. The air trap board was cleaned. The observed air trap board issue is unrelated to the reported complaint. The thermogard xp ivtm system failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message, thus, confirming the reported complaint. During the event logs review, the tcm ID:05 (coolant diff failure) error was identified around the reported event date. Thus, confirming the reported complaint. The lm-34 temperature sensor was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned, and investigation has been completed. Date of event is unknown.

Event description:
The customer reported that the thermogard xp ivtm system (sn: (B)(4)) displayed a "tcm ID:05" (coolant diff failure) error message during the device check before the treatment. The customer used another thermogard console to start the treatment. No consequences, or impact to patient.